Event description:
The pump was removed from the pt and replaced due to fluid loss from the system. "On inspection, the tubing from the pump to the balloon was avulsed (partially) just above the pump itself."